Event description:
It was reported that wake button stuck and was hard to press due to damage to the usb port. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding further actions or resolution.